Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur cemented posterior stabilized (ps) catalog # 42500006401 lot # 65045294. Persona stemmed tibia catalog # 42532006701 lot # 65071773. Persona articular surface fixed bearing constrained posterior stabilized (cps) catalog # 42512600512 lot # 64127652. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2021-00316, 3007963827-2021-00317, 3007963827-2021-00318.

Event description:
It was reported patient developed a pulmonary embolism four days post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that a morbidly obese patient (bmi > 64) experienced a pulmonary embolism 4 days postop. Procedural related complications are influenced by the 'type of surgery, patients pre-existing comorbid state, and perioperative management.' If a dvt/ blood clot breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism. Total joint patients are typically placed on medication post-operative for a period of time to help prevent the development of dvt/blood clot formation that can lead to an pe. After the total knee arthroplasty, the patient was placed on eliquis for dvt/pe prophylaxis. The patient reported missing a dose of eliquis during treatment. The patient was seen in the emergency department with bilateral pes identified. The patient's dose of eliquis was increased, and the patient was discharged without hospital admission and without further complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.